Manufacturer narrative:
Megadyne has been unable to verify the extent of the injury. The event is determined to be reportable due to the potential for a full thickness burn in the circumstances described. The most likely cause is related to improper use. A review of scientific literature indicates the most likely cause of the reported event is related to the improper installation of the electrode into the pencil. When the electrode is not pushed in to the full depth to which it can be inserted, such that the insulating sleeve is barely inside the edge of the handpiece receptacle, a very short path is created into which mucous or irrigation fluid can seep or tissue can be pressed. Such conditions favor initiation of an electrical discharge which can result in thermal damage. As outlined in our instructions for use, megadyne recommends full insertion of the electrode into the accessory making sure the insulating sleeve fits securely inside of the accessory. If the insulating sleeve does not fit securely, we recommend the electrode not be used.

Event description:
Pt received burn on the side of her mouth at the point where the electrode inserts into the pencil. Pencil was activating when pt was being burned. Procedure: tonsillectomy.